Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log file; however, a specific cause for the alarms and correlations between the device and the reported embolic stroke, elevated ldh, and ventricular arrhythmia cannot be conclusively determined. The patient's system controller log file was submitted to and reviewed by technical services. The log file contained approximately 14 hours of data, spanning from to (B)(6) 2019 01:01:33 to (B)(6) 2019 15:02:09, which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Pump flow was captured as low as 0 lpm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Similar events were captured in the lvad event log file. The heartmate 3 lvas IFU lists hemolysis, thromboembolism, stroke, and arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late post implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Manufacturer narrative:
Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that a head computed tomography (CT) scan on (B)(6) 2019 showed interval development of several small ill-defined areas of hypodensity in the right frontal cortex, right temporal lobe, and right posterior thalamus; which were suspicious for embolic infarcts. An embolic stroke on (B)(6) 2019 was confirmed with minimal neurological deficits. On (B)(6) 2019 there were acute low flow alarms with an audible grinding when the pump was auscultated. The flow dropped to 0.5 liters per minute (lpm) despite an increase in rotations per minute (rpm). At this time the pump was set to 6000 rpm. The patient's lactate dehydrogenase (ldh) tripled and thrombus was confirmed. The pocket controller was changed to the backup and the flow returned to normal. The flow was set to 5200 rpm following the controller exchange and stabilization. The log files were sent for analysis and confirmed low flows. At one point the pump had 0 lpm. The evaluation determined that there may have been something passing through the pump at this time. Since the controller exchange the pump was reported to be running at 6000 rpm left ventricle (lv) offloaded. The velocities on the outflow were normal, and the there was no longer a grinding sound when the pump was auscultated. The pump parameters were reported to be back to normal limits. The healthcare professional asked for transesophageal echocardiography (tee) , hemolysis labs, and echo results. As of (B)(6) 2019 the patient was progressing, walking in room despite intermittent ventricular arrhythmia after a huge infarct prior to the placement of the lvad. Implantable cardioverter-defibrillator (ICD) placement was pending. Ldh had lowered and the patient had no rusty colored urine.